Manufacturer narrative:
Reported event: an event regarding wear involving an unknown securfit shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "review of the ap and lateral x-rays demonstrate a cemented femoral stem and head articulating with a constrained acetabular liner. There is significant osteolysis of the greater trochanter and a proximal cerclage wire. Unfortunately from this limited information I can not confirm the reported findings of wear through or the revision. Similarly, I can not determine a definitive root cause for this event." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear and fracture of the constrained liner and wear of the shell allegedly caused by articulation against the metal head. No patient trauma events were reported. A review of the provided medical information by a clinical consultant was unable to confirm wear or determine the root cause of the event. Further information such as pathology reports, additional pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. Original patient complaint was pain. Intra-operatively, the following was noted: the femoral head wore through both the inner bipolar component and outer portion of the constrained liner. The head articulated against the shell, causing wear in the shell. The constrained liner was revised to another liner, the shell, head, and stem were retained. Update 21-april-2022: explant images indicate that both the constrained liner and metal head were revised. Review of medical files by a clinical consultant indicated the presence of osteolysis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised. Original patient complaint was pain. Intra-operatively, the following was noted: the femoral head wore through both the inner bipolar component and outer portion of the constrained liner. The head articulated against the shell, causing wear in the shell. The constrained liner was revised to another liner, the shell, head, and stem were retained.